Event description:
Problems with the drx-revolution mobile x-ray system started with patient images not saving in correct patient exam after exposure. X-ray tech was able to find correct patient image in incorrect patients folder. Carestream health was notified by biomedical team and was onsite to diagnose the issue. Log files were downloaded and sent to carestream national support team to determine possible cause of issue. Setting changes, recommended by national support, were made on the devices. Errors continued. Carestream was present daily with on-going trouble shooting. Error escalated up through executive team. Two weeks on going with no resolution. Same error on portable at sister hospital, only commonality is that both portables are first generation revolution with same software versions.